Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the heart lung machine (hlm) displayed a 'battery needs service, full backup may not be available' message. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.